Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) requesting battery replacement. The customer reported there was no patient involvement.

Manufacturer narrative:
Report source: this was reported by a user facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 27aug2019, date of report : 29aug2019. According to the customer care center, the case is related to a parts order only, and not related to a customer problem. There was no device malfunction and no customer complaint. Due to further investigation and new information, this case is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) requesting battery replacement. The customer reported there was no patient involvement.